Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited distal fiber breakage, dents on distal edge, loose light guide (lg) adapter, cracks on side of the video connector (vc), image out of field view, and failed light transmission. There was no patient involvement.